Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a prime rewind alarm on the insulin pump. The customer's blood glucose was not specified but stated to be high. The customer was stated to be unable to exit the preparing to prime loop, and some insulin came out during a line change. The customer was unable to troubleshoot due to a missing battery cap. The customer inserted a battery and an unexpected restart alert occurred. The customer cleared the alarm and the screen turned black and then prompted a time/date set-up. On (B)(6) 2014, customer was hospitalized with the symptoms of high blood glucose, ketones and high potassium. The customer was wearing the insulin pump at the time of hospitalization. The drive support cap was sticking out. The customer tried to push it in and prime the insulin pump and received a prime rewind alarm. On (B)(6) 2014, the customer expressed symptoms of high blood glucose, including vomiting, ketones, thirst and a suspected heart (continued at additional information)